Manufacturer narrative:
The device was manufactured february 22, 2016 - february 23, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The reporter stated that the expected therapy time was 46 hours; however, after 5 days an unspecified amount of drug remained in the device. The device had been filled with fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.